Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2023-13518 (patient identifier #(B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. There were no defects of the wassenburg automatic endoscope reprocessor/endoscope washer disinfector (aer/ewd). The detergent used was mediclean forte and the disinfectant used was neodisher endo. All channels were connected with tubes when the endoscope was setting up in the aer/ewd. The concentration and expiration date of the disinfectant was controlled. The water filter was replaced periodically in accordance with instructions for use. The device was dried with blown filtered compressed air and stored in a simple cabinet. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for more than 100 colony forming units (cfus) of enterococcus faecalis. The scope was cleaned with enzycure and was re-tested on (B)(6) 2023 and was positive for 50 cfus of citrobacter braakii. The scope was cleaned with enzycure and re-tested on (B)(6) 2023 and was positive for more than 100 cfu of klebsiella aerogenes / stenotrophomonas maltophilia / pseudomonas aeruginosa. The scope underwent additional enzycure cleaning and re-tested on (B)(6) 2023 and was positive for 54 cfus of candida glabrata. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause. Related patient identifier: (B)(6).